Manufacturer narrative:
Medwatch field b3 date of event was updated. The investigation confirmed the slightly elevated sample results for digoxin-negative samples. The investigation determined the event was consistent with a matrix effect due to a reactivity problem with the reagent and the sample matrix. Product labeling states "limitations - interference if a result is obtained which is inconsistent with the patient's clinical picture, contact customer technical support. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."

Manufacturer narrative:
The serial number of the customer's cobas 8000 c702 module is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable digoxin result from two samples from the same patient tested on the cobas 8000 c702 module. The general practitioner questioned the results as the patient's medication was withdrawn in (B)(6) 2024. The patient samples were sent to another laboratory that uses a non-roche analyzer. Sample 1 ((B)(6) 2024 - date used as the event was reported to have occurred two weeks ago from the date the initial result was questioned). The initial result from the module was >0.4 ng/ml. The repeat result from the other laboratory <0.3 ng/ml (negative). After a week, another questionable digoxin result from another patient sample was received: sample 2. The initial result from the module was >0.4 ng/ml. The repeat result from the other laboratory was <0.3 ng/ml (negative). The repeat results from the other laboratory were deemed correct.